Event description:
Procedure performed: total vaginal hysterectomy. Event description: the patient had damage to the vulva due to the heat profile of the handpiece. The surgeon noted that the jaws were too hot and there were "sizzles and pops". There was steam coming off the seal site. The patient had to come back due to the pain. The rep was not present for the case. Additional information will be provided. Additional information was received via email on 12jun2023 from applied medical account manager (entered by applied medical representative) it is unknown what dates these events occurred. The current patient status is "good". The damage to the vulva was treated with post op pain medication. The surgeon experienced unintended thermal damage and thermal spread from the seal site. The case was completed with voyant since ligasure impact was not available. Type of intervention: the case was completed with voyant since ligasure impact was not available. Patient status: the patient had to come back due to the pain. The current patient status is "good".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
Section b4 was updated to reflect the correct date of submission for the initial report.

Event description:
Procedure performed: total vaginal hysterectomy. Event description: the patient had damage to the vulva due to the heat profile of the handpiece. The surgeon noted that the jaws were too hot and there were "sizzles and pops". There was steam coming off the seal site. The patient had to come back due to the pain. The rep was not present for the case. Additional information will be provided. Type of intervention: ni. Patient status: the patient had to come back due to the pain.

Manufacturer narrative:
The event unit will not be returning to applied medial for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: total vaginal hysterectomy. Event description: the patient had damage to the vulva due to the heat profile of the handpiece. The surgeon noted that the jaws were too hot and there were "sizzles and pops". There was steam coming off the seal site. The patient had to come back due to the pain. The rep was not present for the case. Additional information will be provided. Type of intervention: ni. Patient status: the patient had to come back due to the pain.